Event description:
The initial reporter received questionable elecsys hcg+beta result from one patient sample tested on the cobas e411 rack. The initial result was reported to the patient. The patient questioned the result which prompted a rerun of the sample. On (B)(6) 2023, the initial result was 0.100 miu/ml with a data flag. On (B)(6) 2023, the repeat result was 187.8 miu/ml with a data flag. The repeat result was deemed correct as it was compatible with the clinical status of the patient. The reagent lot number is 643770. The expiration date was requested but not provided.

Manufacturer narrative:
The qc was close to target on the day of the event and the overall performance seems to be within specifications. The investigation determined there was no hint of a generic reagent issue. The field service engineer (fse) inspected the analyzer and found the bead mixer misaligned, generating bubbles in the reagents - especially in the reagents with little volume. The fse changed the mixer which resolved the issue. The investigation determined that the issue was consistent with an instrument issue (misaligned bead mixer).  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.